Event description:
The customer reported that the unit failed the pacer and defib portions of the shift check.

Manufacturer narrative:
The customer reported that the unit failed the pacer, and defib portions of the shift check. The unit was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.